Event description:
Devilbiss healthcare was recently notified of an incident involving an oxygen concentrator by health canada, which stated "oxygen compressor (used at patient's home) had low flow due to bacterial overgrowth. The user apparently contacted ontario medical supply as the warning light was flashing "yellow". At the time of death ((B)(6) 2022) there had been no response, apparently, from ontario medical supply. Also, no maintenance records were available from ontario medical supply during the investigation (oms representative stated they had been destroyed in a hacking incident)." The device is equipped with a yellow indicator light with intermittent audible beeping that activates when the oxygen concentration begins to fall below specification. This light is an indicator that the equipment may be in need of routine maintenance. It is unclear how bacterial overgrowth was determined or how such a condition would contribute to the stated low flow. The device can be used with a humidifier accessory to provide moisture to the oxygen. It is possible that the "bacterial overgrowth" was in the humidifier accessory as that is visible to user. The device is not a life-supporting or life-sustaining device. The durable medical equipment (dme) supplier was notified of the incident with no response. The device has not been returned for evaluation. Devilbiss healthcare will file an update if additional information becomes available.